Event description:
It was reported that sensor displayed cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, and successfully started sensor session without error recurrence.